Event description:
Patient came in with the jejunal part of the gj tube coming out of the anus. The tube was fractured at the gj junction. All pieces removed and new gj inserted. Mom reported no trauma or unusual circumstances